Event description:
The customer received blood glucose results of 95 and 20mg/dl on the contour next. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips and meter were sent.